Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery/ (B)(4)/model #1650de/exp. Date: 2017-03-31, (B)(4), device available for evaluation: no. Mfg. Date: 2016-03-31; labeled for single use: no, (B)(4), battery/(B)(4)/model #1650de/exp. Date: 2017-02-28, (B)(4), device available for evaluation: no, mfg. Date: 2016-02-28; labeled for single use: no, (B)(4), battery/(B)(4)/model #1650de/exp. Date: 2017-02-28, (B)(4), device available for evaluation: no, mfg. Date: 2016-02-28; labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching events. Per recommendation from a manufacturer¿s representative, potential switching events were observed on batteries (B)(4). However, these events cannot be confirmed 100% based solely on log files. It was further recommended to treat the patient¿s batteries per the recommendations in the patient manual. The site had switched the patient¿s controller to their backup controller prior to sending logs files for analysis. The patient still has the devices in possession since there were no pump stops. The patient left the clinic prior to seeing the battery recommendations from the manufacturers representative. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The controller ((B)(4)) and three batteries ((B)(4)) were not returned for evaluation. A review of the devices' manufacturing records confirmed that the associated units met all requirements for release. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has initiated an internal investigation for momentary disconnections. Battery/ (B)(4) device available for evaluation: no. Battery/ (B)(4) device available for evaluation: no, mfg. Date: 2016-02-28, labeled for single use: no. Battery/ (B)(4) device available for evaluation: no, mfg. Date: 2016-02-28, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.